Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was at home cooking dinner and received a red heart alarm, heard and felt pump stop, start and then stop. Controller was changed and had no effect.

Manufacturer narrative:
Pt was brought to operating room for a pump exchange and physician found that the perc lead had separated from the vad and that only one wire was intact. Pump was replaced only, original conduits were reused. Pt is currently intubated and stable with no further issues reported. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.